Event description:
Litigation papers allege the following: patient began suffering persistent pain and decreased mobility, both worsening over time. Patient walks with a limp. Other complications include, but are not limited to, symptoms consistent with areas of synovitis/particle disease that are encountered with prosthetic loosening. Patient has been informed that she needs a revision surgery. **update** (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
Depuy still considers this investigation closed.